Event description:
A patient reported they experienced the events of right side ¿sparse cysts up to 0.8 cm¿, ¿worried and emotionally shaken with the recall news and the possibility of developing alcl¿, and ¿pain in breasts." Healthcare professional later reported right side "inflammatory liquid around the implant" and "small periprosthetic fluid accumulation¿ was reported. Later patient representative reported "disproportionate emotional instability, after the recall of the prostheses was published, it became safer to also replace the prosthesis and contracture". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-00668. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade unknown and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and seroma